Event description:
The customer contacted physio-control to report that when they powered on their device for use on a patient, the display was white. A white display is indicative of a device lock-up. The customer quickly obtained a backup device and there were no adverse effects to the patient as a result of the reported failure. No further details about the patient, or the incident, were provided.

Manufacturer narrative:
(B)(4): the facility biomed advised that he was unable to duplicate the reported white screen and lock-up failure. The biomed then completed an unrelated repair and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.